Manufacturer narrative:
Investigation results: one 1ml luer lok syringe with no packaging was received by bd canaan for investigation. Customer reported lot number #7030526, catalog # 309628. Based on visual examination of the returned sample, stopper appeared deformed. Leakage is most likely to happen as a result of the deformed / damaged stopper. Leakage was observed during drawing and expelling. Product defect confirmed based on sample evaluation performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trend DHR review for batch 7030526 (p/n 309628): manufacturing dates: 1/29/2017 to 2/06/2017 batch quantity was (B)(4). Assembly records were reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7030526 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. The review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Bd was able to confirm the customer¿s indicated failure. Based on the severity and occurrence a root cause is not necessary, nor is a CAPA.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use a bd luer-lok¿ disposable syringe was found leaking as a ¿nurse found solution leaked from the plunger stopper when withdrawing solution.¿ there was no report of injury or medical intervention needed.